Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as pain related to presence of device is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the hcp that both the lead and generator were explanted. The surgery was for patient comfort not to preclude a serious injury. No further relevant information has been received to date.

Event description:
It was reported that the patient's device was surgically removed because it was causing pain and discomfort. No further relevant information has been received to date.